Manufacturer narrative:
The event site name in is shortened due to field character limit. The full name is (B)(6). Testing of actual/suspected device: a getinge field service tech (fst) inspected the unit and learned both displays performed normally upon initial inspection. To fix the issue getinge¿s field service tech replaced the coiled cable. During removal of pneumatics assembly for coiled cable replacement a muffler was damaged and replaced. It was found that the grounding cable for the upper portion of the display was not secured after opening the display housing to replace the coiled cable. Securing screw had not been found in the display housing. Ground cable was connected and secured. The unit passed all tests and calibrations to manufacturer¿s standard and was released to customer for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
During use on a patient it was reported the cardiosave intra-aortic balloon pump (iabp) had a blank screen. There was no harm or injury to the patient and no adverse event was reported.

Event description:
During use on a patient it was reported the cardiosave intra-aortic balloon pump (iabp) had a fuzzy screen image. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Corrected fields: b5, h6 (medical device - problem code, component codes - remove 416, 772). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The displays both performed normally upon initial inspection. Due to the video evidence, the fse replaced the coiled cable as a precaution. The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The national repair center was unable to perform any test on the cable coil cord because the cable has one of its wires exposed. Retaining the cable coil cord in the nrc per procedure. If further investigation is not required, the cable coil cord shall be scrapped.